Event description:
It was reported that: "as surgeon was inserting screw into acetabulum the screwdriver (catalog # 2107-1015) head broke off and was stuck in the screw."

Manufacturer narrative:
(B)(4).

Event description:
Per the patient's surgeon, the patient experienced "scalp fistula/abscess" that did not resolve with treatment. The device was explanted on (B)(6) 2010, and the patient was implanted in the contralateral ear during the same surgery. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
(B)(4).